Event description:
In 2008 the pt reported that while removing her insulin cartridge to troubleshoot for an occlusion (e4) error, the plunger became stuck to the piston rod of the infusion device causing approximately 100 units of insulin to spill into the cartridge compartment. The pt was very upset and refused to troubleshoot. She refused assistance with setting up her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.